Event description:
The manufacturer received information regarding a dreamstation auto bipap. There was no report of patient harm or injury. The device was returned to a third-party service center. There were some secondary findings like burnout. The pca need to be replaced. The device was scrapped.